Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced severe dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. -uneventful anti-reflux procedure and device implant on (B)(6) 2013. -uneventful device explant (B)(6) 2017 upon patient's request for removal. -linx device found in the correct position/geometry. -fundoplication performed immediately after device explant.